Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the hospital the week before. She had an asthma attack and her blood glucose level was really high. They took her off the insulin pump while she was in the hospital but she went back to using it again. Customer's blood glucose level was not reported. The device was not returned.